Event description:
About a year after saline breast implants, I was visiting drs trying to find out why I was so tired all the time. Don't know when it started, but that's when I started trying to find the answer. They've tested everything - blood, sleep study etc. I get swollen lymph nodes in my neck, fatigue, joint stiffness, sometimes a metal taste in my mouth. I do have pain in one side but understood that part to be a side effect. I've had gastro-intestinal / digestive issues that I can't get settled with changes in diet. I read somewhere that dryness can be an issue, but I'm also post-menopausal so don't know if that's connect. Am likely to get these removed to see if it helps but understand insurance won't pay for it. FDA safety report ID# (B)(4).